Event description:
Caller reported a cgm error, specifically error 42, related to a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete information for resetting the pump and guided the caller through the process. After the reset, the pump did not display the cgm error again, and the caller successfully started their sensor session.